Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the text on the display screen is dim faded and discolored upon start up and difficult to read. The display lens is heavily scratched and difficult to read. Evaluation was completed with a test display screen, the test screen is fully functional and fully illuminated with no visible signs of fading. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history re/cord for this pump and confirmed that it was operating within required specifications at the time of release.